Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (40 mg/ml at 15 mg/day) via an implantable infusion pump. The patient's relevant medical history was not provided at the time of this report. It was reported that overinfusion occurred. The actual residual volume (arv) was 0ml and the expected residual volume (erv) was 6ml. The hcp noted for the past 5 days in (B)(6) 2015 the patient had withdrawal symptoms. It was stated there were no overdose symptoms during that delivery period. There was another volume discrepancy in (B)(6) 2015 with an arv of 0ml and an erv of 4ml. The patient experienced withdrawal symptoms and there were no overdose symptoms during that delivery period as well. The change in therapy/symptoms was noted as sudden. The hcp stated there were no programming errors, refill errors, and denied patient access to the reservoir. It was not believed it could be related to a pocket fill. Follow-up was being conducted to obtain patient information, device information, withdrawal symptoms experienced, troubleshooting performed, actions/interventions taken, cause of the volume discrepancies, and outcome of the issue. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).